Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
According to the complainant 2 filters at top of box/bag are discolored and sliced. Rest of the filters are fine and usable. No patient complications were reported as a result of this event.

Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). One (1) photograph was provided for technical evaluation. The results of the investigation confirmed that the filters were cut into different shapes. The device quality and manufacturing history records (DHR) review found the device was manufactured according to specification. Retain samples were reviewed with not discrepancies observed. Based on the investigation findings, the cause is manufacturing related. The manufacturing site is aware of this issue and has entered this complaint into our trending report. There are no similar complaints against the reported lot number with this error pattern. We will maintain this report for further references and continue to monitor other reports for similar occurrences.